Manufacturer narrative:
Follow-up #1: date of submission: 07/06/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was moisture corrosion observed inside the battery compartment. A leak test was performed and battery compartment leak was found. The returned battery cap was able to attach securely to the pump. The battery cap contact height and width measurements were within required specifications. The pump was opened and there was moisture corrosion found on the printed circuit board.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition ((damaged cap and case w/moisture)) issue. It was reported that the battery compartment and battery cap were damaged. It was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.